Manufacturer narrative:
During the coil embolization assisted with an enterprise vrd of the right internal carotid-ophthalmic artery aneurysm, the deltaplush coil (cpl100304-30/c17014) would not detach although pressing the detachment button about 10 times. Then, both the detachment control box (dcb000005-00, lot unknown) and enpower control cable (ecb000182-00/c16486) used with the product were replaced for new products but the situation did not improve. The enpower control cable was replaced again for a new product (ecb000182-00, lot unknown). However, it was noted that the green system ready light of the deltaplush illuminated at 10 seconds after the coil was connected to the cable. The physician reconnected with the cable and deltaplush, and then, the detachment control box (dcb000005-00, lot unknown) powered on several times but the situation was the same. Therefore, the deltaplush was safely removed from the patient. As the angiographic appearances were satisfactory and there were no issues noted, the procedure was completed without the replacement of the coil. There was no patient injury/complications reported. During the procedure, eleven coils (640cf0615 total 6, 640cf0515, 640cf0412, 640cx0306, and cpl100304-30 total 2, lot all unknown) were successfully placed into the target aneurysm with no further issues. The complaint deltaplush was utilized as the 12th coil. Initially, the enterprise vrd (enc452800, lot unknown) was placed across the target aneurysm using unspecified prowler select plus (mc) microcatheter (catalogue and lot unknown) without any issues noted. The products were new and were stored per labeling instructions. The procedure was conducted in accordance with the IFU and the constant flush had been maintained at all times. Prior to use, no defect (kink, bends etc.) Was noted on the products by visual inspection. Also no damages were reported on the devices after the event. Pre-deployment electrical check was performed and no issues noted. There was no stretching or unintended detachment observed in the aneurysm or in the microcatheter (neurodeo 10/hi-lex corporation, type unknown). The unruptured fusiform aneurysm neck was 8.01mm, and the neck to sac ratio was 8.01mm:11.5mm. No information regarding the aneurysm, vessel size diameter, medical history, mrs, act, inr, pt and ptt, antiplatelet therapy was provided. Also the occlusion rate of the aneurysm after the procedure was unknown. Except for lot c17014, the rest of the products are not going to be returned for evaluation. No additional information is available and procedural images are not available. As viewed through the returned packaging, the coil was found to have been unsheathed and unprotected. The entire coil was returned severely damaged with the loss of all secondary winding. The coil¿s socket ring has been pushed down inside the outer sheath. Starting at the proximal end, the coil has intermittent sections of severe compression and buckling damage. The core wire was found severely kinked 18.0 centimeters off the distal tip of the device positioning unit (dpu), however no electrical wiring damage was found there and the circumstances of how and when this damage occurred cannot be determined. Located on the top proximal end of the resheathing tool in the open cutout section, the v notch has been fractured. The locking mechanism has compression and stretching damage. The dpu failed electrical testing with resistance at 0.0 ohms and the enpower systems go green light failed to illuminate. The most likely contributing factor to the coils failure to detach inside the aneurysm and passing the electrical pre-deployment check may have been due to a fracture of the solder joint connection located inside the resistive heating coil. The circumstances of how and when this damage occurred cannot be determined as all microcoil systems are electrically tested prior to final packaging. In addition, without the return of the complete detachment system and the neurodeo 10 microcatheter used in the procedure, it cannot be determined if these components had any additional contributions to the complaint event. While it cannot be definitively determined if the following observation of the unsheathing difficulty was related to the detachment difficulty, it was found that the coil¿s socket ring was pushed deep down inside the outer sheath (angle ring section) and against the resistive heating coil section where the possible fractured solder joint connection resides. This most likely occurred when the microcoil system was first unlocked for use and the sheath was retracted straight back instead of up at a forty-five degree angle and then back. When the sheath was pulled straight back, the locking mechanism caught the inside the v notch of the resheathing tool and became embedded. In addition, the locking mechanism may not have been fully disengaged off the core wire. The sheath also caught the v notches extended edges. This produced a binding action between the device positioning unit (dpu), the sheath, and the coil. This binding action produced significant resistance which pushed the coils socket ring under the outer sheath and against the resistive heating coil section and caused a portion of the coils compression and buckling damage. For optimum product performance and to prevent potential complications, the instructions for use (IFU) recommends, ¿hold the introducer sheath (loosely-looped) in the left hand. Keeping the introducer tip near the re-sheathing tool, grasp the distal end of the re-sheathing tool between your left thumb and forefinger. Grasp the clear tab near the end of the introducer sheath body with the thumb and forefinger of your other hand. Gently pull the clear tab of the introducer sheath out and away from the re sheathing tool at a 45-degree angle to unlock the microcoil. Continue to pull the tab until an additional 0.5 to 1.0 inches (1.3 to 2.5 cm) of the translucent material is exposed. Gently fold the translucent tab towards the distal end, and firmly grasp the distal end of the re sheathing tool and the translucent tab between your thumb and forefinger, as shown in figure 3¿¿ caution: if unusual friction is noticed during advancement or retraction of the microcoil system, verify the locking mechanism, or clear tab is unlocked and pulled out from the resheathing tool approximately 1in. (2-3cm).¿ a review of the manufacturing documentation associated with this lot presented no issues during the manufacturing or inspection process that can be related to the reported complaint. The failure to detach was not confirmed since the device was returned severely damaged; however, the damages found may have occurred during the shipping process since it was noted that the device was not damaged after the event. Although no definitive conclusion can be made with review of the device history records there is no indication of any manufacturing issues impacting the event, and the pre-deployment electrical check was performed during the procedure. Based on the available information, and the analysis, the root cause of the event could not be determined, and therefore, no corrective actions will be taken at this time.

Manufacturer narrative:
Continue from event description: the products were new and were stored per labeling instructions. The procedure was conducted in accordance with the IFU and the constant flush had been maintained at all times. Prior to use, no defect (kink, bends etc) was noted on the products by visual inspection. Also no damages were reported on the devices after the event. Pre-deployment electrical check was performed and no issues noted. There was no stretching or unintended detachment observed in the aneurysm or in the microcatheter (neurodeo 10/hi-lex corporation, type unknown). The unruptured fusiform aneurysm neck was 8.01mm, and the neck to sac ratio was 8.01mm:11.5mm. No information regarding the aneurysm, vessel size diameter, medical history, mrs, act, inr, pt and ptt, antiplatelet therapy was provided. Also the occlusion rate of the aneurysm after the procedure was unknown. The complaint products are going to be returned for evaluation. No additional information is available and procedural images are not available. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing or inspection process that can be related to the reported complaint. The product is available for evaluation and testing, however the analysis has not been completed. Additional information will be submitted within 30 days of receipt.

Event description:
During the coil embolisation assisted with an enterprise vrd of the right internal carotid-ophthalmic artery aneurysm, the deltaplush coil (cpl100304-30/c17014) would not detach although pressing the detachment button about 10 times. Then, both the detachment control box(dcb000005-00, lot unknown) and enpower control cable (ecb000182-00/c16486) used with the product were replaced for new products but the situation did not improve. The enpower control cable was replaced again for a new product (ecb000182-00, lot unknown). However, it was noted that the green system ready light of the deltaplush illuminated at 10 seconds after the coil was connected to the cable. The physician reconnected with the cable and deltaplush, and then, the detachment control box (dcb000005-00, lot unknown) powered on several times but the situation was same. Therefore, the deltaplush was safely removed from the patient. As the angiographic appearances were satisfactory and there was no issues noted, the procedure was completed without the replacement of the coil. There was no patient injury/complications reported. During the procedure, eleven coils (640cf0615 total 6, 640cf0515, 640cf0412, 640cx0306, cpl100304-30 total 2, lot all unknown) were successfully placed into the target aneurysm with no further issues. The complaint deltaplush was utilized as the 12th coil. Initially, the enterprise vrd (enc452800, lot unknown) was placed across the target aneurysm using unspecified prowler select plus (mc) microcatheter (catalogue and lot unknown) without any issues noted.